Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a hospital meter. Customer reported that on (B)(6) 2018 she received a sensor scan result of 400 mg/dl and lost consciousness. An ambulance was called at 6pm and the customer was taken to the hospital, where the hcp meter provided a reading of 70 mg/dl. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with severe low blood sugar and administered several glucose infusions. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information. (Sensor serial number) has been updated based on the returned product. Performed visual inspection on returned sensor plug, no issues observed. Sensor plug was removed. All three contacts were installed properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a hospital meter. Customer reported that on (B)(6) 2018 she received a sensor scan result of 400 mg/dl and lost consciousness. An ambulance was called at 6pm and the customer was taken to the hospital, where the hcp meter provided a reading of 70 mg/dl. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with severe low blood sugar and administered several glucose infusions. There was no report of death or permanent injury associated with this event.